Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during drain 5 of 5. The home patient (hp) was connected at the time of the alarm. Per the hp, their dog chewed the line of their automated peritoneal dialysis (apd) set with cassette in half. The technical service representative (tsr) helped the hp clear the alarm. The hp was instructed to call the peritoneal dialysis nurse (pdn) as soon as possible. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user that contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. The guide instructs, in order to reduce this risk, the patient should not perform dialysis in the same room as pets or animals. Should additional relevant information become available, a follow-up report will be submitted.